Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. A separated report for versacross rf wire is being submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported an air embolism occurred. Later in recovery, the patient experienced a stroke. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. It was noted that access to superior vena cava (svc) was extremely tortuous. Post-transseptal puncture (tsp), a versacross fixed curve sheath/dilator was exchanged for a watchman trusteer sheath. After removing dilator and wire, the physician attempted to aspirate the sheath with the valve shut. Physician pulled air into syringe and then noticed small amounts of air in the left atrium (la) and left atrial appendage (laa). Hence, the physician exchanged trusteer for a watchman fxd curve sheath. After removing dilator and wire, an attempt was made to aspirate again which also pulled mostly air. The 31mm watchman device inserted and implanted successfully in patient. Air bubbles were noted to be trapped behind the watchman closure device, and remaining small bubbles were noticed in the left atrium and left ventricle (lv). There was no st elevation or cognitive disfunction noted. The patient was hospitalized overnight. While in recovery, electroencephalography (eeg) noted that the patient experienced a stroke as the patient was unresponsive. The patient has gone to rehab and had weakness in the lower left extremities. The MRI presented the outcome of remote left frontal lobe infarct and numerous right hemisphere infarct. The patient was reported to have recovered almost completely with some residual left-sided numbness. The device is not expected to be returned for analysis. It was further reported that accessing the inferior vena cava and superior vena cava with rf wire was difficult. Only the guidewire was present during the exchange form trusteer to fixed curve. Act was therapeutic. It was attempted to lighten the sedation and wake the patient. The patient has been discharged to rehab with some remaining lower left extremity weakness.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cerebral vascular accident (cva) and air embolism are known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. "Risk review: a risk review performed for the versacross access solution device confirmed that the events of xxxxx are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross access solution device is acceptable." Investigation conclusion: based on the information provided, the reported events of cerebral vascular accident (cva), air embolism are known inherent risks of the versacross access solution device. Cerebral vascular accident (cva) and air embolism is an expected procedural complication addressed within the IFU for the versacross access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported an air embolism occurred. Later in recovery, the patient experienced a stroke. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. It was noted that access to superior vena cava (svc) was extremely tortuous. Post-transseptal puncture (tsp), a versacross fixed curve sheath/dilator was exchanged for a watchman trusteer sheath. After removing dilator and wire, the physician attempted to aspirate the sheath with the valve shut. Physician pulled air into syringe and then noticed small amounts of air in the left atrium (la) and left atrial appendage (laa). Hence, the physician exchanged trusteer for a watchman fxd curve sheath. After removing dilator and wire, an attempt was made to aspirate again which also pulled mostly air. The 31mm watchman device inserted and implanted successfully in patient. Air bubbles were noted to be trapped behind the watchman closure device, and remaining small bubbles were noticed in the left atrium and left ventricle (lv). There was no st elevation or cognitive disfunction noted. The patient was hospitalized overnight. While in recovery, electroencephalography (eeg) noted that the patient experienced a stroke as the patient was unresponsive. The patient has gone to rehab and had weakness in the lower left extremities. The MRI presented the outcome of remote left frontal lobe infarct and numerous right hemisphere infarct. The patient was reported to have recovered almost completely with some residual left-sided numbness. The device is not expected to be returned for analysis. It was further reported that accessing the inferior vena cava and superior vena cava with rf wire was difficult. Only the guidewire was present during the exchange form trusteer to fixed curve. Act was therapeutic. It was attempted to lighten the sedation and wake the patient. The patient has been discharged to rehab with some remaining lower left extremity weakness.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported an air embolism occurred. Later in recovery, the patient experienced a stroke. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. It was noted that access to superior vena cava (svc) was extremely tortuous. Post-transseptal puncture (tsp), a versacross fixed curve sheath/dilator was exchanged for a watchman trusteer sheath. After removing dilator and wire, the physician attempted to aspirate the sheath with the valve shut. Physician pulled air into syringe and then noticed small amounts of air in the left atrium (la) and left atrial appendage (laa). Hence, the physician exchanged trusteer for a watchman fxd curve sheath. After removing dilator and wire, an attempt was made to aspirate again which also pulled mostly air. The 31mm watchman device inserted and implanted successfully in patient. Air bubbles were noted to be trapped behind the watchman closure device, and remaining small bubbles were noticed in the left atrium and left ventricle (lv). There was no st elevation or cognitive disfunction noted. The patient was hospitalized overnight. While in recovery, electroencephalography (eeg) noted that the patient experienced a stroke as the patient was unresponsive. The patient has gone to rehab and had weakness in the lower left extremities. The MRI presented the outcome of remote left frontal lobe infarct and numerous right hemisphere infarct. The patient was reported to have recovered almost completely with some residual left-sided numbness. The device is not expected to be returned for analysis.